Event description:
27 year old female had PICC catheter in right cephalic vein; internal portion of catheter became separated from external hub/part and then migrated through vascular system to lodge in right lung and heart. Retreived by angiography. PICC catheter was occluded at 1300 hours and manipulated by nurse. (7/12/93) 1615 hours-PICC catheter leaking; 2320 hours-PICC line broken at hubdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration, inadequate quality assurance, mechanical problem, failure to follow instructions, incorrect technique/procedure, hub. Conclusion: user error caused event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.